Event description:
The user facility reported the following: "approx 2mm tip of epidural catheter remained in pt when pulled by anesthesiologist. Neurosurgical consult obtained; no additional intervention required at this time".